Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: awareness date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Iop increase, macular edema, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (iop increase, macular edema, and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00113 for the case of the dislodged stent.

Event description:
The following was reported through a review of the article titled, ¿first-generation istent bypass implantation versus ab externo canaloplasty combined with phacoemulsification in patients with primary open angle glaucoma¿12-month follow-up." Reportedly, following cataract plus trabecular microbypass stent procedures in sixty-nine (69) eyes, the following postoperative complications were observed during a twelve (12) month follow-up examination. Per report, one (1) eye presented with a dislodged stent, ten (10) eyes presented with elevated intraocular pressure (iop), two (2) eyes presented with macular edema, and three (3) eyes presented with blurry vision or visual disturbances. Additional information has been requested. Please see attached article for further details. Reference doi: 10.3390/jcm12175711. This report references the cases of iop increase, macular edema, and decreased/impaired vision.